Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that a patient underwent revision knee arthroplasty due to a fall which caused the segmental knee articular surface hinge post to disassociate from the mating tibial component.

Manufacturer narrative:
From the information provided, patient accident or injury remains to be the root cause of the revision surgery.

Manufacturer narrative:
No devices or photos were received; therefore the condition of the components is unknown. Review of the device history records for the segmental articular surface and the polyethylene insert identified no deviations or anomalies. These devices are used for treatment. The following products were verified for compatibility with no issues noted. Per the knee implant compatibility matrix, no compatibility issues were noted. Product history searches were conducted for the part/lot combinations for both of the components related to the event (articular surface with hinge post and polyethylene insert). No other complaints were identified for either of the part/lot combinations. It is reported that the patient underwent a revision surgery of the left knee on (B)(6) 2016 due to dislocation of the segmental hinge post extension from the tibial component and the articular surface. Both the segmental articular surface (with the hinge post extension) and the polyethylene insert were revised during this surgery. It was indicated that the dislocation was caused by a patient fall. Operative notes were not provided, and it was indicated that no more information is available at this time. Risk of dislocation is addressed through the zimmer segmental system package insert (87-6203-755-23, rev. B) as a part of design control risk management. The package insert lists ¿dislocation and/or joint instability¿ as an adverse effect. This is therefore a known inherent risk of the procedure. The patient counseling information section of the package insert also states, ¿physical activity or trauma can result in loosening, wear, and/or fracture of the device.¿ therefore the risk of implant failure due to trauma is also addressed. From the information provided, patient accident or injury was determined to be the root cause of the revision surgery.